Manufacturer narrative:
Visual inspection of the returned tasps exhibits signs of repeated use (nicked or gouged), two of them has fractured at the top of the post and one has fractured on the lateral side. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed in a zrm. The zrm identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03738, 0001822565 - 2019 - 03739.

Event description:
It was reported that the instrument fractured at an unknown time. No known adverse event was reported. Attempts have been made and no further information has been provided.